Event description:
Through (B)(6) implant patient registry and investigation, it was learned a (B)(6) stentless bioav (implanted (B)(6) 2021) was explanted on (B)(6) 2023 due to recurrent prosthetic valve endocarditis. Blood cultures were positive for streptococcus parasanguinis. The explanted device was replaced with a 23mm 11500a aortic valve within the previous aortic homograft. The patient was transferred to ICU. This 35-year-old male patient has a history of hepatitis c, IV drug abuse, native aortic valve endocarditis w/serratia marcescens bacteremia s/p avr(status post aortic valve replacement) ((B)(6) 2020), chronic suppressive antibiotics with ciprofloxacin, current smoker, opiate, marijuana use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).